Event description:
Routine complaint investigation where customer cites alleged high readings on the meter when compared to a lab specimen. Under certain conditions these results could have adverse clinical effects. No injuries were reported in the field. There was no info provided regarding time frames, technique, medications taken by the customer, or calibration info.